Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.038cm in length. A break on the optical fiber was also found at this location. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that intra-aortic balloon (iab) therapy was conducted on an ami patient on (B)(6) 2017. During therapy a 'gas loss' alarm was generated frequently in 24 hours. The customer also found blood in the tube upon autofill. The catheter was removed and iab therapy discontinued. There was no injury or harm to the patient.